Event description:
A facility reported: "on (B)(6) 2026, the patient was implanted with chpv shunt (ID: 823148) medical device in left backside of head. "After a week there was no improvement and on the 19th evening patient went to unresponsive state (loss of consciousness). CT scan was done immediately identifying blood clots (cerebral thrombosis). As per physician update, they had configured the valve correctly. However, it malfunctioned draining the brain/over-drainage issue and causing compression in his father's brain resulting in blood clots. The surgeon informed that despite adjusting the valve pressure to 180 and 200, there was still continuous csf flow, at the time, the pressure setting was maintained at 180 mm h2o; however, it repeatedly changes back to 30 mm h2o. The patient has also presented with an altered sensorium. Physician confirmed the valve settings via x-ray, and after discussing the clinical picture, the surgeon concluded that this was likely a case of shunt valve malfunction. The patient's condition was serious and in critical condition. Later he was moved to ICU (intensive care unit) and operated. He was still in ICU for the past three days." "Outcome of the event shunt malfunction, loss of consciousness and cerebral thrombosis was unknown."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.